Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ device was manufactured prior to the UDI labeling implementation. Age of device: 4 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2018, it was reported that the patient¿s lactate dehydrogenase (ldh) was rising. No other clinical symptoms were reported. Additional information was requested, but not yet provided.